Event description:
It was reported that through remote transmission, non-sustained rv oversensing episodes were observed on a stored egm due to post-paced t-wave oversensing. The patient was asymptomatic. Programming changes and further testing were recommended.